Event description:
The pump was returned for investigation. Investigation revealed a faded and discolored display. Investigation also revealed contamination under the contrast button contact. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/22/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/22/2013 with the following findings: during testing, the display was found to be dim and discolored. The keypad was found to be fully intact; no damage or peeling was observed. During testing, the contrast button was intermittently unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).